Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that one device made an unusual noise during an otherwise successful deployment. It was reported that after deployment and removal from the patient, the device could not be detached from the sheath. On (B)(6) 2022, investigation of the returned device and sheath confirmed that a portion of the device had been damaged with a portion stuck within the sheath. While some material was unaccounted for, it was also unclear if the damage occurred during the procedure or after the sheath was removed from the patient. The physician was notified and confirmed that he did an examination following completion of the procedure to ensure that no portion of the device was still in the patient and did not feel any follow up was necessary. No patient harm or injury was reported.